Manufacturer narrative:
Boston scientific balloon catheter guidewire (cruise, asahi intecc), complaint conclusion: a 4x200mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated for pre-dilation after the guidewire crossed the lesion. However, the saber pta ruptured at approximately ten (10) atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter of the same size and it could be inflated. A smart stent was implanted, and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which has stenosis. A contralateral approach was made with a non-cordis guidewire. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The contrast to saline ratio was 1:1. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon burst at its initial inflation. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17623150 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the information for safety in the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
A saber rx (4mm20cm155) percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated as a pre dilation after the guidewire crossed the lesion. However, the saber pta ruptured at approximately 10 atmospheres (atm). There was no reported patient injury. The product was clinically used and will not be returned for analysis. The lesion was the superficial femoral artery which has stenosis. A contralateral approach was made with a non-cordis guidewire. Therefore, it was replaced with a new non-cordis balloon catheter of the same size and it could be inflated. A smart stent was implanted, and the procedure was completed. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The contrast to saline ratio was 1:1. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon burst at its initial inflation. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.